Manufacturer narrative:
Section b3: in the initial report the date of event was reported as dec 12, 2024, however, the correct date is dec 9, 2024. Section b4: in the initial report the date of this report was reported as jan 3, 2025, however, the correct date is jan 6, 2025. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported a thermal injury to the cornea occurred during a surgical procedure. The incident involved dr. (B)(6) who experienced a phaco burn and used a suture to close the incision. The event log suggests that the surgeon may have mistakenly believed he was on the quadrant setting but was actually on the sculpt setting. This caused the healon 5 in the eye to plug the phaco tip, resulting in insufficient vacuum and tip heating. Following the incident, the patient was re-evaluated and found to have an intraocular pressure of 12, with edema limited to the incision area, a clear central cornea, a formed chamber, and improving vision. No further information provided. This is report 1 of 4.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes section h3. Device evaluated by manufacturer? Yes product evaluation was performed for this incident. Device failed to function as intended, part replaced. Component failure is the probable cause. Manufacturing deficiency not identified, system met all specifications prior to release. Service deficiency not identified, no anomalies noted. Design deficiency not identified, no apparent design issues. No user/usage deficiency identified, no apparent issue. The risks and mitigations associated with the complaint issue are identified in existing risk or labeling documents and no new issues/risks were identified as part of this investigation. A search revealed that no additional complaints were received for this handpiece. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: in reviewing the initial MDR, it was noticed that the manufacture date section h4 was inadvertently submitted incorrect. Therefore, it is captured in this supplemental report: section h4. Manufacture date: nov 19, 2019. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.